Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "patient receiving IV infusion via carefusion pump. The infusion was to go over 24-hours and after approximately 7-hours the entire infusion was completed unexpectedly." There was patient involvement, but the outcome is unknown.

Event description:
It was reported an over infusion event involving total parenteral nutrition (tpn). Received a copy of the customer's medwatch report from FDA which states, "patient receiving IV infusion via carefusion pump. The infusion was to go over 24-hours and after approximately 7-hours the entire infusion was completed unexpectedly." The reporter indicated in the medwatch report mw5118469 that the "outcomes attributed to adverse event: required intervention" and the "type of event" was "serious injury." Although multiple requests have been made, no further information was provided to bd.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of tpn was not able to be confirmed or replicated during the investigation. An infusion of tpn was found programmed and started on the suspect pump module s/n: 14089447 on the date 07jun2023, and time of 5:48 pm. The rate was set at 63ml/h with a volume to be infused (vtbi) at 1600ml. The expected infusion duration calculated to approximately 25 hours and 20 minutes. This value is derived by dividing the vtbi by the infusion rate (1,600ml/63ml/h). A new vtbi of 350ml was entered at 11:49 pm with the calculated volume infused at 378.01ml. This value is derived by subtracting the recorded primary volume infused (1419.16ml) at the starting of the tpn infusion from the total primary volume infused (1797.17ml) at the entry of the new vtbi. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The infusion of tpn was terminated on the suspect pump module on the date 08jun2023 at the time of 1:23 am with a calculated volume infused of 97.18ml. The total volume infused of tpn on the suspect pump module from that starting on 07jun2023 at 5:58 pm until it was terminated on 08jun2023 at 1:23 am calculates to 475.19ml. The pcu event log could not determine why the tpn infusion that was programmed to infuse for approximately 25 hours and 20 minutes was terminated early after only infusing for approximately 7 hours and 30 minutes. The infusion of tpn was transferred to the concomitant pump module s/n: 15976924 and infused from the time of 1:23 am to 2:24 am at the rate of 63ml/h with the vtbi set at 220ml. The infusion system was manually shutdown at 2:24 am. The inspecting and testing process did not find any existing malfunctions with the suspect pump module. The pump module was found to be infusing within specification. The administration set was requested but not provided to bd for investigation; therefore, it could not be inspected or tested. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving total parenteral nutrition (tpn). Received a copy of the customer's medwatch report from FDA which states, "patient receiving IV infusion via carefusion pump. The infusion was to go over 24-hours and after approximately 7-hours the entire infusion was completed unexpectedly." The reporter indicated in the medwatch report mw5118469 that the "outcomes attributed to adverse event: required intervention" and the "type of event" was "serious injury." Although multiple requests have been made, no further information was provided to bd.